Event description:
The customer reported a large amount of blue liquid was leaking from the right side of the coulter lh 780 hematology analyzer analytical stationonto the counter. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the leak from loose tubing on the upper sheath restrictor. The fse replaced the loose tubing to the t on the upper sheath restrictor resolving the leak. (B)(4).